Event description:
Account alleged bed would not send a nurse call.

Manufacturer narrative:
Account has replaced the utv board and communication cable. Account has also put bed at another nurse call port. Account does hear a relay. Technician told account that it is possible that correct voltage isn't being produced from power supply. Repair unknown, hill-rom attempted to contact the account for a resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.